Manufacturer narrative:
Analysis of the pump revealed no anomaly. Eval code-conclusion applies to the pump (B)(4). Eval code-conclusion applies to the catheter (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient had a "withdrawal-type episode" in (B)(6) 2016. There was nothing in the pump logs to indicate a problem with the pump. The representative was not aware of any volume discrepancies. A revision procedure took place on (B)(6) 2016 at which time the catheter was checked and disconnected from the pump. The catheter was dripping normally and a dye study showed no problem so the physician elected to replace the pump since the catheter appeared to be fine. The new pump was filled with lioresal 500mcg/ml (lot n570742) at 50mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (500 mcg/ml at 124.86 mcg/day; lot # unknown by the reporter and unable to be obtained) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient¿s other medications and medical history were unable to be obtained. It was reported that at the end of (B)(6) 2016 the patient developed a change in therapy. The patient was going through withdrawal, was itchy, had increased spasticity, and was ¿like a concrete block¿. The symptoms came on suddenly. On (B)(6) 2016 they attempted a cap (catheter access port) dye study and were unable to aspirate from the cap, so they believed that there was a catheter issue. The pump was going to be programmed to minimum rate mote at this time to preserve the pump until a catheter revision could be done. Additional information was received from a healthcare professional via a company representative on 01-apr-2016 and it was reported that the symptom return of spasticity with itching occurred approximately a week ago. There was no report of trauma or fall before the patient experienced symptoms. The dye study was aborted because they were unable to aspirate. The patient was given oral baclofen and would get a neurosurgery consult. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.